Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump touch screen was cracked. Customer was unable to interact with the pump touch screen due to the cracked screen. Customer's blood glucose ranged from 234-235 mg/dl. The customer reverted to an alternate method in insulin therapy.